Event description:
During service, 2 alarm thresholds were found in the history. The hosp representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the reported condition was confirmed. A corrective and preventative action has been initiated.